Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2403093. No deviations or nonconformances were identified during the manufacturing process that could have contributed to the reported concern. In addition, six retained samples from the reported lot were evaluated. These samples underwent visual inspection, and no defects or damage were observed on any syringe components that could result in leakage. Final products in this manufacturing line for this reference are sampled and subjected to visual and functional inspections during the various manufacturing subprocesses according to established procedures, including leakage testing. The retained samples from the same lot underwent these tests and the product was verified to meet required specifications; no leakage was observed. Based on the investigation, a root cause could not be identified at this time. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage around the rubber stop happened multiple times during the preparation and administration of propofol when did the incident occur? During use response received on: 12/24/2025 was the patient or user harmed? The user was not harmed; he was upset because part of the propofol dose fell onto the floor during administration. As the medication was being given via IV push and a noticeable amount leaked backward at the same time, the user could not accurately confirm the exact dose that was administered. From the user¿s perspective, this created a potential risk for the patient due to dose uncertainty, which led to concern and frustration. However, no actual harm reported.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation (sample returned): two samples were provided to our quality team for evaluation. The products were thoroughly inspected, and no evidence of leakage was identified. There was no visible damage to the syringes or any components that could contribute to a leak, and the stopper was verified to be properly assembled on the plunger. A device history review was performed for the reported lot 2403093, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. In addition, six retained samples from the reported lot were evaluated. These samples underwent visual inspection, and no defects or damage were observed on any syringe components that could result in leakage. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The retained samples of the same lot underwent these tests and product was verified to meet required specifications, no leakages were observed. Leakage testing was also performed on the returned syringes, the product was verified to meet required specification and no leakage occurred. Based on our investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.